Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report permanent out of range signal that occurred on (B)(6) 2015. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.